Event description:
As reported, during a transabdominal preperitoneal (tapp) inguinal hernia repair procedure, the last 4 capsure device fasteners failed to fixate the 3dmax/non-bd mesh in the pubic bone. It was reported that either the fastener deployed and anchored the pubic bone, but it was very difficult to separate the device from the fixated fastener (needed extra force and twist the fastener), or fasteners came out halfway and did not fixate adequately. It was also reported that the deployed loose fasteners were removed from the patient's body and another fixation device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, the capsure fixation device fasteners failed to fixate into pubic bone. Attempting to fixate into bone is a use error (not an indicated use). Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated." Addendum: this is an addendum to the initial MDR and is submitted to document the sample evaluation results. Evaluation of the returned sample could not reproduce the reported event. Functional and simulated use testing found the device to function as intended. Per the evaluation of internal components, no missing or damaged components were identified. The fastener length was found to be within specification and calibration requirements are met. As the reported failure could not be recreated a definitive conclusion cannot be made as to the cause of the issue reported. However as reported the user was attempting to fixate into bone and it is probable that this contributed to issues experienced by the user. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, the capsure fixation device fasteners failed to fixate into pubic bone. Attempting to fixate into bone is a use error (not an indicated use). Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states: "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in the close vicinity of such underlying structures is contraindicated." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
As reported, during a transabdominal preperitoneal (tapp) inguinal hernia repair procedure, the last 4 capsure device fasteners failed to fixate the 3dmax/non-bd mesh in the pubic bone. It was reported that either the fastener deployed and anchored the pubic bone, but it was very difficult to separate the device from the fixated fastener (needed extra force and twist the fastener), or fasteners came out halfway and did not fixate adequately. It was also reported that the deployed loose fasteners were removed from the patient's body and another fixation device was used to complete the procedure. There was no patient injury.